Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and a cardiac resynchronization therapy defibrillator (crt-d) showed a potential rv lead fracture as inappropriate shocks and anti-tachycardia pacing (atp) were delivered with high, out of range pacing impedance, low r wave amplitude and noise over sensing at the electrogram. The shock channel appeared clean, and the patient reported no symptoms. A magnet was applied to inhibit more inappropriate therapy. Some days later the rv lead was cut below the yoke and surgically abandoned. The crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and a cardiac resynchronization therapy defibrillator (crt-d) showed a potential rv lead fracture as inappropriate shocks and anti-tachycardia pacing (atp) were delivered with high, out of range pacing impedance, low r wave amplitude and noise over sensing at the electrogram. The shock channel appeared clean, and the patient reported no symptoms. A magnet was applied to inhibit more inappropriate therapy. Some days later the rv lead was cut below the yoke and surgically abandoned. The crt-d remains in service. No additional adverse patient effects were reported.